Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep), via the healthcare provider (hcp), who reported at a normal end of life (eol) battery replacement the new battery was placed in the pocket and impedances were checked on the sterile field and impedances on the right (8-14) socket, were all high and out of range. Troubleshooting was performed including: checking impedances multiple times with the tablet and the clinician programmer, removing the wires, drying them, and replacing them multiple times, and suctioning out the inside of the header using a 19 gauge micro suction, but the issue wasn¿t resolved, so the ¿old¿ battery was reconnected, and impedances were back to normal. The new battery was then used again, impedances were checked, and impedances were out of range again. At this point the physician decided to open another new battery. The battery was placed in the pocket and impedances were checked with all results in normal range on the (8-14) side of the battery, and the issue was resolved. There were no environmental/external/patient factors that may have led or contributed to the issue and the patient was listed as alive with no injury. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
Analysis revealed that the ins passed all functional testing. If information is provided in the future, a supplemental report will be issued.